Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested arm 2 with test instruments and was not able to replicate the reported issue. The fse performed a system verification with no errors. The fse made electrical / mechanical adjustment to correct the reported problem. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the stapler on arm 2 started rotating and drifting away from the surgeon. The surgeon used another instrument to stop the rotation. The stapler was rotated 180 degrees. The customer was able to remove the stapler, and the logs showed a stapler instrument was moved to arm 4. The procedure was completing as planned with no reported injury.